Event description:
It was reported that in pulmonary medicine, the physician was unable to successfully pass the swg through the ars resulting in the kinking of the swg. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).